Event description:
Tech reported that during a pt treatment on a 1550 hemodialysis device, a nurse touched the top of the device with one hand and the dialysate tubing with the other hand. The nurse felt a shock and then device had a power failure. The treatment was discontinued and the blood circuit was returned to the pt. The pt did not report any type of shock feeling. There was no pt or nurse injury or medical intervention associated with this incident. The results indicated an irregular heart rhythm. The physician did not attribute the irregular heart rhythm to the shock but to nurse's age. The nurse went to the clinic the following day and heart rhythm was regular.